Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system had a fatal error that occurred on the underlying data source. The customer tried to reboot, but issue was not resolved. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a fatal error that occurred on the underlying data source. A field service engineer (fse) was unable to log into administrative mode and identified that the station was not recognizing login credentials. The fse powered down the station, reset the communication cable at both the wall port and the anesthesia station cabinet, and restarted the system after allowing sufficient time for discharge. The fse then accessed administrative mode during startup and observed that the primary drive had no available storage space. The fse attempted to perform disk cleanup but was unsuccessful and sought assistance, which also did not restore functionality. The fse coordinated with unit staff to schedule a system reimage. The fse returned onsite, completed access protocols, and proceeded to the designated operating room with an escort. The fse performed a full system reimage and configured the station settings but identified that the remote support service system was not functioning and the station was not visible in the system. The fse removed the existing remote support service and component management applications and manually installed updated versions, restoring remote connectivity. The fse then installed antivirus software, configured network settings, monitored the application, and confirmed that data synchronization completed successfully to resolve the issue. The system functioned as intended after the field service engineer repaired the device.